Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6) doesn't allow product return.

Event description:
Reporter stated the buttons on the infusion device do not function. No adverse event was reported. The alleged product cannot be returned for evaluation due to legal and customs issues.